Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm on the insulin pump. The alarm occurred during the prime process. The customer stated they reverted to their old insulin pump. The customer¿s blood glucose level was 150 mg/dl. Troubleshooting was performed. It was found that the drive support cap was sticking out. They did not recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk ,severely scratched display window, cracked reservoir tube lip and stained end cap sticker. Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Pump passed idle current test, run current test, displacement test and rewind. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm.